Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years and seven months post implant of this 25mm aortic bioprosthetic valve, the valve was removed and replaced with a 27mm bioprosthetic valve. The reason for replacement was reported as aortic sclerosis, aortic stenosis and class four congestive heart failure. No additional adverse patient effects were reported.